Event description:
It was reported that during a da vinci-assisted surgical abdominoperineal resection procedure, the fenestrated bipolar forceps (fbf) broke and had to be replaced by another one to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.